Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found deceased on (B)(6) 2025 at 5 pm. Log files were sent for review for any unusual events. The event log captured routine events up until (B)(6) 2025 at 06:48 when low voltage advisory events were noted due to low battery charge. It was noted that during these low voltage advisories that the white power lead was disconnected on (B)(6) 2025 at 07:05 for around 19 seconds then reconnected. However, the battery was not changed and a similar occurrence again on the black power where the power lead showed disconnected on (B)(6) 2025 at 07:13 for around 6 seconds then reconnected but the battery was not changed. This caused brief low voltage hazard events. Low voltage advisory events continued until (B)(6) 2025 at 09:01 when low voltage hazard events occurred due to the 14v batteries being almost depleted. 14v batteries were depleted on (B)(6) 2025 at 09:55 which enabled the backup battery in the system controller running the ventricular assist device (vad) at the low speed limit of 5600 revolutions per minute (rpm). The backup battery provided power to the vad up until (B)(6) 2025 at 11:33 when all power was depleted and the vad turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. No further details leading up to the patient's outcome were provided. Review of the submitted log files captured a pump stop event on (B)(6) 2025 due to full depletion of external battery power, followed by full depletion of the backup battery (refer to the system controller investigation). The pump appeared to have been operating as intended prior to the pump stop. Whether the patient's outcome was device or therapy related, as well as whether the device operated as expected, was not provided. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.